Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll/back fat on (B)(6) 2018 using coolcurve (B)(6) and to the bilateral upper and lower abdomen and right back fat only on (B)(6) 2018 using cooladvantage petite core (sn not provided) who developed paradoxical hyperplasia (pah/ph) of the left back fat and left upper abdomen with onset (B)(6) 2018, diagnosed (B)(6) 2019. Tissue described as soft to firm palpable subcutaneous adipose tissue. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll/back fat on (B)(6)2018 using coolcurve (v0912017313008) and to the bilateral upper and lower abdomen and right back fat only on (B)(6)2018 using cooladvantage petite core (sn not provided) who developed paradoxical hyperplasia (pah/ph) of the left back fat and left upper abdomen with onset (B)(6)2018, diagnosed (B)(6)2019. Tissue described as soft to firm palpable subcutaneous adipose tissue. (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll/back fat on (B)(6)2018 using coolcurve (B)(6) and to the bilateral upper and lower abdomen and right back fat only on (B)(6)2018 using cooladvantage petite core (sn not provided) who developed paradoxical hyperplasia (pah/ph) of the left back fat and left upper abdomen with onset (B)(6)2018, diagnosed (B)(6)2019. Tissue described as soft to firm palpable subcutaneous adipose tissue. (B)(6).

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.